Event description:
It was reported the patient's drg lead had migrated. The patient underwent surgical intervention where the lead broke up just under the contacts and the physician was unable to get it out. No further intervention will be done.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.